Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 450 mg/dl. The insulin pump was suspending because sensor was reading that customer's blood glucose was running between 70.2 mg/dl to 228.6 mg/dl. The customer treated high blood glucose with the insulin pump and blood glucose went down 136.8 mg/dl. The insulin pump passed the self test. The insulin pump will not be returned for analysis.